Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.